Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardiac monitor exhibited false pause episodes due to undersensing. No device intervention was performed. Patient was stable.

Event description:
New information received indicated that the implantable cardioverter defibrillator exhibited additional undersensing episodes resulting in false pause and bradycardia episodes. It was noted that the patient experienced some actual bradycardia episodes and palpitations. Programming changes were made. Patient was stable.

Event description:
New information received indicated that the implantable cardiac monitor exhibited undersensing resulting in false pause and bradycardia episodes. Programming changes were made. It was noted that the patient experienced some palpitations but was otherwise stable.